Manufacturer narrative:
(B)(4). The device was returned for evaluation. The stent implant was returned dislodged from the balloon, thus confirming the reported stent dislodgement. However, there were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Event description:
It was reported that a xience xpedition stent delivery system (sds) was taken out of the plastic hoop and prior to inserting on the guide wire for a stenting procedure; the physician noticed the stent was missing from the balloon. The stent was found on the preparation table. There were no issues reported with the preparation. The xience xpedition sds was set aside and another xience xpedition sds was used successfully for the procedure. There was no patient involvement and no clinically significant delay in the procedure reported. There was no additional information provided.